Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the endoscope controller (ec) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to starting-pre-anesthesia a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the operating room (or) team was unable to insert the endoscope connector into the endoscope controller (ec) socket on sk8897, with no patient or clinical involvement. An alternative endoscope was attempted with the same result, leaving approximately a 1/2 inch gap when inserted, preventing full endoscope installation. The tse requested a picture of the ec front socket to be attached to the field service order for the intuitive surgical (is) field service engineer (fse) visibility. The caller noted that other da vinci systems were in clinical use, and the vision side cart for sk8897 would be removed from the or to allow fse access. A fse intervention was required as the system was down. There was no patient involvement.